Event description:
It has been reported to philips that during a planned non-emergency congenital and structural heart (tavar) procedure, the system gave an image disk error and would no longer take images. The procedure was aborted. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the software in the image processing computer (ippc). The fse reloaded the ippc software, recreated the image store and returned the system to use in good working order.